Manufacturer narrative:
(B)(4). Damaged drivers, damaged cartridge, damaged one piece sled. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? 140 mm superior to first firing on stomach. On which firing(s) did this event occur (1st, 2nd, 8th, etc.). Third what color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Yes, gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with black reload cartridge loaded in the device. Upon evaluation of the cartridge, the right side was fully fired, left side outer row fully fired and the two inner rows partially fired. The returned reload was disassembled to verify the condition of the internal components and the cartridge body, one piece sled and some drivers were found damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra operative video and tissue sample x-rays were received. Review of the video confirmed the disrupted staple deployment while firing the device while utilizing a black staple cartridge,resulting in the two inner staple rows not properly forming on the patient side. The video however does not provide any evidence to what may have caused the disruption of staple deployment during firing. The two tissue sample x-rays were reviewed and confirmed that the two inner staple rows were not properly deployed and/or formed. The x-rays however do not provide any evidence to what may have caused the disruption of staple deployment during firing. Video analysis: video analyisis. X-ray analysis: x-ray analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing with a black cartridge no staples formed on the two inner rows on the patient side. Another device was used to fire parallel to the opening to close the area. There were no issues with the two previous firings with black cartridge. A new device was used to complete the procedure. No patient impact reported.